Manufacturer narrative:
(B)(4). The customer advised physio-control that due to the age of the device, they have decided to retire the device from service and seek replacement options. The customer has not returned the device to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device was unexpectedly depleting its batteries at an expedited rate. The customer stated that with the current battery installed, the device will not power on. There was no report of any patient use associated with the reported failure.